Event description:
It was reported by the patient that the previously working remote monitor would not turn on. Troubleshooting steps were taken to have the patient disconnect and reconnect the power cord. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.